Event description:
Co's evaluation of this incident disclosed that a wax additive in the polyurethane catheter material resulted in poor adherence of the ink markings when the catheter was warmed to body temp. Corrective action has been initiated with the supplier of the polyurethane material. The wax additive has been removed from the raw material. The adherence quality of the ink to the reformulated material is excellent.